Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the defective encoder gearbox as a result of normal wear and tear of the platform. The reported complaint of "the autopulse platform displayed ua20 (position out of range) and ua45 (not at "home" position after power-on/restart) error message and the user cleared the ua20 and ua45 error message by returning the drive shaft to home position using the administrative menu" was confirmed based on the archive data review. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to ua12 error message displayed upon powering on. Observed worn out encoder during the testing. The encoder gearbox was replaced to address the ua12 error. The archive data review showed occurrence of ua12, ua20 and ua45 error message on the reported complaint date. In addition, unrelated to the reported complaint, the archive showed ua18 (max take-up revolutions exceeded) and ua04 (battery charge state too low) on the reported complaint date. User advisory is a clearable error message, ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Ua04 is an indication that the li-ion battery's capacity has dropped below an operating level. The recommended action is to replace with a fully charged battery. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 20 (position out of range) and ua45 (not at "home" position after power-on/restart) error message and the user cleared the ua20 and ua45 error message by returning the drive shaft to home position using the administrative menu. After clearing the ua20 and ua45 error message, the platform displayed ua12 (lifeband not present) error message with the mannequin on the platform. The user tried to trouble shoot by swapping out the lifeband and the li-ion battery, but the user was unable to clear the error message. No patient involvement.